Event description:
It was reported to philips that the device experienced a failure during operational testing. An authorized field service engineer (fse) was dispatched to the customer site and the reported issue could not be confirmed. The device was tested and the fse was unable to reproduce the customer's reported problem. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Provided device evaluation and coding.

Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement.